Event description:
Customer states the link, a part that attaches to the pump, has broken. Customer alleges no injuries and/or damages have occurred. Per parts specialist, invacare does not sell this part separately. Unfortunately the entire pump will have to be replaced.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9805, serial number/date (B)(4) is approximately two year old. The owner's manual part number 1024492 rev. E (may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, height is unknown, and weight (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.